Event description:
It was reported that the patient had inappropriate shocks due to a supra-ventricular tachycardia. The high energy shock impedance was high and out-of-range. An x-ray was done and reviewed. The doctor elected to program the therapy off. Later the entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.